Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 1200 mg/dl. The caller requested to have insulin pump trainer go to the hospital to make sure the insulin pump was functioning. Nothing further was reported.